Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the endoscopic lobectomy surgery, when severing vessels with pse45a and ecr45w, after fired, noted staples malformed with irregular shape (with straight leg). Changed another pse45a and two ecr45w, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.